Manufacturer narrative:
According to the facility contact there was a hair reported inside the syringe's fluid pathway. Per the facility the hair was noticed prior to use on a patient and therefore no patient injury or medical intervention was required related to the reported incident. The sample was requested for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility contact there was a hair reported inside the syringe's fluid pathway.